Event description:
During a follow-up interrogation, ventricular noise oversensing was seen with therapy. It was also reported that the patient had 67 vf/fast vt detections and 2 shocks since (B)(6) 2010. The device remains implanted.

Manufacturer narrative:
(B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files showed oversensing episodes that were fast and unstable. These events could result from a ventricular lead/connector issue, specific patient activities or myopential sensing. None of these could be confirmed. Careful checks of this oversensing phenomenon are recommended as well as the usual follow-up recommendations. The ICD operated as specified.device remains implanted.